Event description:
It was reported that the ipg was flipping in the ipg pocket. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was opened and sutures were placed to hold down ipg. Post-operatively, the issue resolved.